Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00633, 3005168196-2021-00634.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using pod packing coils (pod pcs), pod coils, and a lantern delivery microcatheter (lantern). During the procedure, a pod pc was advanced into the target vessel and subsequently retracted for re-positioning when it detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed from the patient and the pod pc was subsequently removed. While advancing a pod coil pusher wire through its introducer sheath, the pusher wire became kinked. Therefore, the pod coil was no longer used in the procedure. Next, the same issue occurred with another pod coil; therefore, this pod coil was no longer used in the procedure. The procedure was completed using additional pod pcs and pod coils. There was no report of an adverse effect to the patient.